Manufacturer narrative:
Based on available info, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. Reported to FDA on march 04, 2013.

Event description:
Complaint received as follows: it was impossible to deflate. They cut the inflation lumen, it was possible to deflate. No harm or injury to pt.